Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01/23/2020.

Event description:
The customer reported that the unit will not turn on. There was no patient involvement. The customer confirmed the reported start-up issue. The customer reported that replacing the power management (pm) board has resolved the problem.